Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging unit powers off during use. The reporter alleged that last week, he tested and the meter shut off right after giving him a result; it was instant when he got the result. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.